Event description:
Ismp medication errors reporting program. Computer system display issue. Routes are entered by pharmacy using abbreviations (IV, im, ng, it, etc). The abbreviation ng is used to indicate nasal-gastric tube. However, on a separate screen within the computer system is a rn order review page. This page spells out the entire route name. The columns can be adjusted to show more or fewer characters. The default column cuts off "nasal-gastric tube" to be "nasal...". This led an rn to think that an oral medication should be given via a nasal inhalation route. Medication administered to or used by the pt: no. Type of staff made initial error: nurse. Pt counseling provided: unk. (B)(6).